Manufacturer narrative:
The complaint sample was evaluated and a longitudinal crack was seen on the housing of the valve. The nature of the crack suggests that the crack may have resulted from a blunt force impact on the device. The manufacturing process for this device involves a 100% visual and functional inspection. Each device is also functionally tested for leak, forward flow and retrograde flow. No lot number was provided by the customer to enable a DHR review. However, a 24 months complaint history review was completed for the part number and no similar complaint was identified. This complaint is an isolated incident and the root cause is unknown.

Event description:
A report received from a customer states that a crack was seen on the retroguard valve during prime. The alleged issue did not result in any patient complications.